Manufacturer narrative:
Device history records were reviewed and found to be conforming. Compatibility was verified with no issues noted. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Zimmer addressed the mis tibial loosening issue through a corrective action. Zimmer emphasizes the importance of using a drop-down stem extension and proper cementing technique. It is notes that an mis drop down stem extension was note used in this procedure and the device was implanted prior to the corrective action implementation date. The tibial component lot number is included in FDA recall z-2410-2010. Device history records were reviewed and found to be conforming.

Event description:
It is reported that the patient has been revised due to pain and tibial loosening.